Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in a rate below the programmed lower rate. It was noted the patient is on dialysis and was hypercalcemic. Follow-up was completed and no programming changes have been completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.